Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is giving inaccurate low reading of "20 mg/dl" compared to normal reading/feeling. On (B)(6) 2010 at 12:14 pm, the patient obtained the alleged inaccurate low reading and immediately administered self treatment with food/drink. The patient did not develop any hypoglycemic or hyperglycemic symptom due to the product issue. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement product were sent to the patient. This complaint is being reported as a malfunction due to the alleged inaccurate low issue. In a clinical setting, a patient with a blood glucose reading below "40 mg/dl" would have loss of consciousness. However, the patient administered treatment according to the lfs meter reading and did not have any symptoms that would suggest severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.